Event description:
On (B)(6) 2025, a patient underwent a percutaneous drug coated balloon angioplasty (dcb) procedure using the lutonix drug coated balloon catheter. During the procedure, the balloon was allegedly ruptured at 10 atm. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was provided and reviewed. The photo shows the labeling details of the device that match with the information available in trackwise. The lutonix 035 device kept in transparent packaging and its partially visible. Blood residues were noted throughout the balloon. No hubs were seen in the provided photo. No other anomalies were noted. One lutonix 035 drug coated balloon catheter returned for evaluation. Upon visual inspection, it was noted the balloon was bloody within the inflation lumen and the stock cock. No other anomalies were noted to the y-body. During functional testing, an in-house presto inflation device was used to inflate the balloon, during the inflation a pinhole rupture was noted to the proximal end of the balloon. The balloon inadvertently burst during inflation. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as pinhole rupture was noted to the proximal end of the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drug coated balloon angioplasty (dcb) procedure using the lutonix drug coated balloon catheter. During the procedure the balloon allegedly ruptured at 10 atm. There was no reported patient injury.